Event description:
Customer reported experiencing an issue with the pump battery not lasting as long as expected. There was no reported impact to the customer's blood glucose level. Customer declined follow-up from technical support and no further information was obtained regarding the event.